Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 427 mg/dl. Customer stated that while gathering information for change sensor they experienced high blood glucose. Troubleshooting was done for high blood glucose and under delivery. Customer's other blood glucose was 186 mg/dl. The customer was declined troubleshooting for past high blood glucose. The customer was treated with bolus. The insulin pump will not be returned for analysis.